Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that she had a battery failed alarm and it did not come during changing the battery. Customer has called about battery related alarms before and has received 2 replacement battery caps already. Customer again received failed battery test after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with all operating currents within specifications and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.